Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bag experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 324910, batch no. 7325624. Verbatim: item # 324910, lot # 7325624 found several with liquid bubbling up on the needle point before inserting in vial. Using on cat feels did not use the syringes with liquid in them already on the cat. Has 1 sealed packet of 10 syringes from this box to send back with mailing kit. Stored in room temp bedroom.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bag experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 324910. Batch no. 7325624. Verbatim: item # 324910 lot # 7325624 found several with liquid bubbling up on the needle point before inserting in vial. Using on cat feels did not use the syringes with liquid in them already on the cat. Has 1 sealed packet of 10 syringes from this box to send back with mailing kit. Stored in room temp bedroom.

Manufacturer narrative:
Investigation: customer returned (18) 3/10cc, 6mm, 31g syringes (8 in an open poly bag, 10 in a sealed poly bag) with the shelf carton from lot # 7325624. Customer states that several syringes have liquid bubbling up on the needle point before inserting into vial. All returned syringes were examined and no foreign matter was observed in or on any of the returned samples. Also, no foreign matter came out of the cannula when fully depressing the plunger rod. A review of the device history record was completed for batch # 7325624 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200729472, 200729444, 200730552] noted that did not pertain to the complaint. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bag experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 324910 batch no. 7325624 . Verbatim: item # 324910 lot # 7325624 found several with liquid bubbling up on the needle point before inserting in vial. Using on cat feels did not use the syringes with liquid in them already on the cat. Has 1 sealed packet of 10 syringes from this box to send back with mailing kit. Stored in room temp bedroom.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7325624 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200729472, 200729444, 200730552] noted that did not pertain to the complaint.